Manufacturer narrative:
Product ID: 3986a, lot# n158920, implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that while stimulation was turned on, the patient would have to turn her head different directions to feel stimulation differently. When the patient put her chin to her chest, she doesn't feel stimulation or can feel it in her neck. When the patient would turn her head to the right, she felt stimulation in her left arm, and when the patient would turn her head to the left, she felt stimulation in the right arm. The patient's symptoms were reported as acute pain, which started after a device replacement. When stimulation was hitting the proper area, it helped the patient's pain 100%, but stimulation does not always hit in the proper area. The patient stated she saw a doctor, but he was stating that the patient needed to have the device checked and possible reprogramming before he would work with her. The patient then saw another doctor who was recommending the patient have another device put in for her pain she was experiencing in her lower back. The patient had pain in her lower back which radiated down to her legs and feet as well. It was noted that the doctor said the patient can't have surgery or a fusion since the discs are "smooshed." It was indicated that the patient's original device was intended to help pain in the cervical area. It was noted that the patient was dealing with improper stimulation sensations with the device she had for the cervical area. The patient stated she had group a with program 1 and 2. Program 1 was to help her arms and 2 was to help her neck. Either program she tried, she still had issues with improper stimulation sensation. The patient also had issues with her device sticking out from her pocket site about 2", which had been sticking out since it was replaced. If anyone touches the device, the patient fell to the ground because it hit a nerve and was painful. The patient indicated the implanting physician put in a mesh to help the device stay flat but it was not working and she had to press the device flat before she lay down. The patient was (B)(6) before the replacement and was now (B)(6) lbs., and felt the device moving around in pocket site